Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's daughter reported that her mother went into a diabetic coma and was hospitalized since she had not been able to use her precision xtra meter. In addition, the daughter states that her mother never calibrated the meter before starting a new box of strips. There was no report of treatment, permanent impairment, or death.